Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion set and cartridge connection came loose during sleep, resulting in the cartridge protruding from the chamber and interruption of insulin delivery; the infusion set was deployed incorrectly with the connector not secured, and there were no device alerts or alarms. Symptoms included hyperglycemia with a reported blood glucose of 216 mg/dl. Outcomes included a transient elevation above target for an estimated two hours without medical intervention or care escalation. Investigation included troubleshooting and user education, including guidance to reconnect the cartridge and resume insulin delivery. Investigation of this case revealed user handling error related to improper securing of the cartridge connector. It was concluded that the event was attributable to use error, and the device functioned as designed once correctly reconnected.